Event description:
A (B)(6) male pt contacted zoll customer support to report that his charger was not working, that it says charging whether there is a battery inserted or not. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem (B)(4) has been completed. The reported problem (charger says it's charging with or without battery inserted) has been confirmed. Upon investigation contamination was found on the battery board, bedside board and cell modem inside the charger/modem. The cause of the defective charger is contamination on the boards inside the charger/modem. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated charger/modem. The pt received a replacement charger/modem.